Event description:
It was reported that the device did not cross the lesion. There were no reported patient effects. No additional information was provided. Device analysis revealed a hypotube separation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device noted blood in the guide wire lumen and on the entire length of the stent delivery system (sds) catheter. This is consistent with loading a guide wire into the lumen and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found that the tip length and stent implant outer diameters met manufacturing criteria. In this instance, the patient anatomy was heavily tortuous, which likely contributed to the reported failure to advance. The hypotube and jacket material were separated 17cm distal to the strain relief tubing. The fracture faces were oval shaped, as if kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage to the sds prior to or during use, this suggests a product quality deficiency did not contribute to the reported difficulties. The shaft kink and separation likely occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The reported failure to advance, and subsequent kinks and hypotube separation appear to be related to the operational context. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.